Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remained in patient.

Event description:
It was reported per allergist that the patient experienced itchy scaly erythematous lesions on her scalp and face within 72 hours of surgery, in which 5 of the anchors were placed in her shoulder approximately 10 months ago. She states that 2 of the anchors have been pushed out/rejected. She continues to have the skin lesions without improvement patient claims that after having consulted with different specialists, there is not a safe way to get the anchors out due to the destruction it would cause the glenoid possibly leading to a complete collapse.